Event description:
Stent came off of balloon, retrieval initiated with stent snare but could only get stent to outside of sheath .stent hac "crumbled up". Patient required surgical removal using local anesthesia by cv surgeon.

Event description:
This man was undergoing a procedure to a calcified mid lad lesion when the stent dislodged from the delivery device. The pt has a history of diabetes and CABG and he is young for such significant cad. The stenting was in the setting of the mi. It was noted that the lesion being treated required accessing through the calcified vessel. Calcified vessels are not typically amenable to balloon dilation and there is no safety and effectiveness date to support the use of cypher in such a situation. Though pre-dilation was done, the sds could not easily pass into the site and resistance was felt. The product was being retrieved from the pt when some resistance was noted as the device was being brought though and into the guide catheter. The IFU notes that the device should not be drawn into the guider at the time of removal. Since the physician noted this resistance and flaring of the stent, the entire system was withdrawn. The system would not pass though the sheath due to the flared stent. At this point, the stent dislodged from the delivery system, but remained on the guidewire. A snare was used to capture the stent, but the combination could not be retrieved though the sheath, even though it was upsized. A cut down surgical procedure was successful. In this case, there are lesion and procedural factors that could have contributed to this event.